Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, minimum fill notifications occurred after filling cartridges with 150 units of insulin. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed. The customer reported a blood glucose (bg) level of 43 mg/dl. Reportedly, the customer delivered a bolus with the pump in anticipation of eating but forgot to consume food. To treat the bg level, carbohydrates were consumed.